Manufacturer narrative:
Additional information: h3, h6, h10. H10: the sample evaluation was completed. A visual inspection with the naked eye noted an incomplete heat seal bead weld to the patient connector. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to the welding process during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was damage between the patient connector and tubing of the patient line of a homechoice cassette which resulted in a leak. This was observed during use of peritoneal dialysis therapy. The patient was given prophylactic antibiotics as precautionary measure. There was no patient injury associated with this event. No additional information is available.